Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a refill on interrogating the device, the healthcare provider (hcp) noticed a "pump memory error" on screen. However, they were able to proceed with the refill and updated pump with no further issues. Print-out of pump logs did not reveal any abnormalities. Pt reported no abnormal signs or symptoms. Additional info has been requested, but was not available as of the date of this report.